Event description:
This pt has a long history regarding their left shoulder. Pt is status post partial shoulder replacement in 2005, and hemiarthroplasty replacement in 2/2005, however, no new prosthesis was placed at that time. The hemi is currently dislocated. Pt is painful with any motion and motion is severely limited. Activities have decreased due to the shoulder. X-rays are positive for dislocated hemiarthroplasty. Pt was admitted for revision reverse left shoulder. During the procedure the surgeon removed and replaced all components.